Event description:
It was reported by the clinician that the balloon was pre-tested, then inserted into the patient via the terumo 5 fr sheath. Approximately 30 minutes after insertion, the balloon deflated and as a result, was removed and exchanged. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.